Event description:
A (B)(6) male pt contacted zoll customer support to report a "device disabled" message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (device disabled alarm) has been confirmed. The cause of the device disabled alarm is due to a broken internal cable wire connecting the distribution node (dn) to ECG c&d. The cause of the broken cable wire cannot be positively identified but is likely due to mechanical stress. The root cause of the mechanical stress has not been positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.